Event description:
Ous MDR - after an implantation period of 56 months, it was reported that the patient presented for a follow up, after he had received an electric shock while using a defective water pump. Upon interrogation the device indicated a battery depletion. The ICD was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, matching the clinical observation, and 18 charge processes had been documented. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process which was aborted, indicating an already severely discharged battery. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the study of the current uptake of the electronic module proved to be unremarkable. The battery was returned to the manufacturer for a thorough analysis. First, a microcalorimetric measurement of the battery was performed. This showed an increased heat tone. In a next step, the battery was opened and examined. An increased battery-internal self-discharge was detected in the process, which has contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis.